Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please also see associated report(s): 0001825034 - 2018 - 01005. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation, but has not been received at this time. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the liners could not be successfully impacted into the acetabular cup. The surgery was finished with another device. No further information has been made available at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: complaint sample was evaluated and the reported event was confirmed. Visual inspection found multiple forms of damage. The barb is scraped such that a thread of poly protrudes from the liner. Scratching was also found on the outer radius. A circular indentation was observed on the outer radius. The rim and side walls of the liner are heavily gouged. No dimensional analysis will be performed due to the attempts to implant the liner. DHR was reviewed and no discrepancies were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please also see associated report(s): 0001825034 - 2018 - 01004 - 1.